Event description:
It was reported to philips that the system was unable to perform cine. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the issue occurred during a cath procedure and the procedure was completed as planned with the system by using fluoroscopy. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not produce x-rays. Upon functional testing, the fse checked the logs file and found tube arcing and generator errors. The fse suspected air in the oil lines as the recently replaced tube cooler had leaked down to the lower-level line and the oil level was halfway. To resolve the reported issue, the fse purged the oil pump and there was air being purged. As the customer was using the room and moving the c-arm more and more, air had been purged and only oil needed to be filled in the tank back to the upper level. So, the fse filled the oil and after this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.